Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed in, and obtaining the patient details, the customer reported that two facilities were affected. Tss dialed into the server and a downtime query showed no delays, the disconnected flag was 0, and the carefusion coordination engine (cce) date and time were current. The patient details appeared correctly in patient encounter system for both facilities, with no healthsight viewer errors related to patient or order delays. New messages were flowing from cce. The tss confirmed that messages were crossing and no issues were present. The system functioned as intended when the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders did not cross over on multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.